Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test. No unexpected pump error 15 alarm noted during testing. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly and motor. The pump was received with minor scratches on lcd window and scratched case. Inverse check (15) was found in history file on 01/04/2026 11:19:09.000 due to software issue. In summary customer alleged pump error 15 alarm confirmed. Pump error 23 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm) and pump error 15 (the critical block and inverse critical block did not add to zero), and the smart guard feature did not operate. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed, including reviewing alarm history, confirming no physical damage or exposure to water, verifying silicone cover use, and advising the customer to switch to pen-type insulin, monitor blood glucose levels, and contact support for assistance with new pump settings; the self-test was completed and the pump was paired with a transmitter. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned.